Event description:
(B)(4) clinical study. Same patient as: 2134265-2010-05262, 2134265-2010-05263. It was reported that during a percutaneous coronary intervention, vasospasm occurred. In (B)(6) 2010, the patient presented with episodic chest pressure, tightness, shortness of breath, cough, and left arm pain. Subsequently the patient was diagnosed with stable angina and was referred for cardiac catheterization. Lesion 1 being treated was located in the proximal left anterior descending (lad) extending to mid lad. The lesion was 90% stenosed, 3.25mm in diameter and 38mm long. The lesion was treated with predilation and placement of a 3.0x38mm taxus liberte stent. Residual stenosis was 0%. Post dilation was performed with a 3.25x15mm non-compliant quantum apex balloon. The patient experienced vasospasm and was treated with administration of 600mcg of intracoronary nitroglycerin.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).